Event description:
The on/off switch of a ctc intermittent pressure pump became dislodged from the front panel. This is the third incident of the switch becoming dislodged. When this happens the pump cannot be turned on. If the switch comes completely out which it can after it is dislodged from the front panel exposure to 120 volt ac power contacts is possible. This creates a dangerous situation for staff. Manufacturer response for ctc pump, vasopress dvt system (per site reporter): the company was contacted by phone and by email on 10/20/2015. They claim that they have never seen the issue of the switch falling out before.